Event description:
It was reported that during a lap sigmoid colectomy procedure the device was used to staple the anastomosis. A leak test was performed and no intra op leak was found. The tissue donuts were complete. On the third post op day the patient started getting sick and on post op day six, the patient was taken back to the operating room. The surgeon noted that an anterior left staple looked out of place. A suture was placed over the staple and diverted the patient. The surgeon stated that it was not leaking stool but the abdomen had filled with a murky fluid. Eight weeks later the colostomy was diverted and placed back together. The patient is doing fine.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.